Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed burn like marks on her back. The area is itchy and red. Patient reported that a pharmacist told her to use an over the counter ointment called " alocane". Follow up indicated that the patient was using the ointment and it was helping.